Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
It was reported the patient experienced itching and increased spasticity. A dye study revealed that the catheter was blocked. The catheter was replaced. The patient recovered without sequela.